Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd system. The customer reports, "a pt in the or had on a thigh length scd sleeve plugged into our 7325 pump. During the procedure, the tubing of the ankle chamber became kinked in the or table and 45mmhg became trapped in the ankle chamber and was unable to deflate. This pressure remained in the ankle chamber for the length of the surgery which was multiple hours. The constant pressure caused nerve damage to the pt causing foot drop. At no time during this situation did our pump alarm, therefore, no corrective action could take place until the pt had awoken from surgery and was in pain."

Manufacturer narrative:
An investigation is currently underway upon completion the results have been forwarded.